Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: the reported tear in the silicone jacket of the driveline was confirmed through the evaluation of the submitted image. It was reported that rescue tape was applied to the driveline in the clinic and the patient was sent home. The patient remains ongoing on vad support and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review was requested for a patient who has a tear in their driveline. The log file did not contain any evidence of any type of driveline issue. The tear appears to be cosmetic only. Technical services recommended applying rescue tape to the driveline outer jacket tear. The mcs equipment was operating as intended. A noted number of pi events occurred on (B)(6) 2020 and (B)(6) 2020. It was reported on (B)(6) 2020 that rescue tape was applied in clinic and the patient was sent home.